Manufacturer narrative:
A sample was received and it is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported an unstable anterior chamber during the irrigation and aspiration portion of an intraocular procedure of a pt's eye. There was no pt harm reported for this case as the procedure was completed without medical intervention. Additional info has been requested for this case.